Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. Prior to event, the customer bolused twice for her meal. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement, self, and high pressure tests passed. The customer stated that she has been under a lot of stress and has been taking a medication for it. Nothing further was reported.